Manufacturer narrative:
The complaint was verified and the root cause was determined to be associated with an electric component failure on the main board which would be causing the f-4 error (hardware failure). Factors unrelated to the design or manufacture of the device that could have contributed to the reported event includes: a connected wand that was activated while the connector to the main board was partially disconnected could have caused an electrical surge and caused damage to the internal components; a power surge or interruption to the controller during use could have caused internal component damage. There were no indications that would suggest that the device did not meet product specifications upon release for distribution.

Event description:
It was reported that during a procedure using a quantum 2 controller, the unit gave an error code during use. The unit was switched with another quantum 2 controller, however that unit provided the same error code. The procedure was ultimately completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.